Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation. The investigator was unable to confirm the customer problem. No problems were found with the pump displaying "remote dose cord removed/blocked" ("remote control not connected") messages when a fully functional undamaged remote dose cord was properly attached to the pump. The supplied remote dose cord works perfectly. In addition no problems were found with the operation of the remote dose connector on the pump. The pump passed all tests and was found to be operating properly.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was an error message was observed on the pump. The patient remote control feature was not operational. No patient injury or complications were reported in relation to this event.